Event description:
Customer reported via phone call experiencing sensor reading discrepancies and signal issues. The customer stated the sensor was on the third day of use and has received 3 false high glucose alerts and the insulin pump gas gone into suspend 8 times when blood glucose has not been low. The customer had changed the sensor and issues persisted. Current sensor reading was 2.4 mmol/l but blood glucose was 6.7 mmol/l. Customer declined replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.